Event description:
The patient's mother reported that the patient had nausea and vomiting the night of (B)(6) through the morning of (B)(6). The patient's blood glucose levels were in the high 400 mg/dl range. The patient received bolus doses on (B)(6) but did not receive any for (B)(6). The programmed bolus doses add up to the total daily amount on (B)(6). She says that the bolus doses do not record in the pump history on a consistent basis. The pump history correlates with the downloaded history at the doctor's office. Review of the pump history shows no bolus doses on (B)(6) as well as (B)(6). The patient only uses the pump to deliver bolus doses and does not run a basal program. The reporter also said the patient forgot to take her lantus on (B)(6), which may have caused the patient's blood glucose levels to elevate. She said the patient stopped using the pump on (B)(6). The pump did not cause or contribute to the patient's symptoms because the patient does not run a basal program on the pump and the reporter stated that the patient forgot to take her lantus which caused the patient's symptoms. This complaint is being reported as the user alleged that the bolus doses were not recording in the pump history.

Manufacturer narrative:
Correction: at this time the pump has not been returned. If the pump is returned evaluation will be performed and a subsequent supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The pump has been returned to animas but evaluation is not yet complete. When evaluation is complete the results will be provided in a supplemental report. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(4): the pump powers on appropriately to the verification screen with functional auditory and vibratory alarms. An ezprime operation was performed with no difficulties. A review of the pump history showed that there were no boluses on the reported event days. During testing, boluses were successfully performed and accurately recorded in the pump history. The pump was exercised for 24 hours with no issues noted.